Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed away six days after the implant of their leadless implantable pulse generator (ipg). The patient passed away in their home with a home nurse and physician present. Resuscitation efforts were unsuccessful. The cause of death was noted as heart failure. No additional information was able to be obtained. The patient is a participant in the post approval clinical surveillance product surveillance registry study.